Manufacturer narrative:
In follow up with the customer, she indicated she was experiencing pain with the pump in style breast pump. Customer stated she went and saw her physician and was diagnosed with and treated for mastitis. Customer was referred to customer service for troubleshooting on her current device and potential replacement. The file was referred to and still with a medela clinician. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that she had gotten clogged milk ducts and mastitis as a result of low suction with her breast pump.